Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol perfix plug (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol ventralex device. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #1). On (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralex. The patient is only making a claim for an adverse patient outcome against the perfix plug (device #1). The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol perfix plug (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, post implant of perfix plug, patient was diagnosed with abdominal pain, neuralgia, fibrosis, hernia recurrence thereby underwent repairs with mesh removal. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-sep-2011) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b6, b7, d4, d6.b (explant date), g1, g3, g6, h2, h4 (manufacturing date), h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #1). (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralex. The patient is only making a claim for an adverse patient outcome against the perfix plug (device #1). The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information: (B)(6) 2011 - patient was diagnosed with large right inguinal hernia thereby underwent open repair with the implant of perfix plug (device #1). Per operative notes, ¿there was a large defect in the floor of the canal, this was reduced. Then a perfix plug (device #1) was placed and secured using sutures. The onlay patch was then secured to the pubic tubercle using sutures. The edges of the mesh were secured together and tucked underneath the external oblique above the internal ring.¿ (B)(6) 2016 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex mesh (device #2). Per operative notes, ¿the dissection was carried out to the hernia sac and it was freed of its surrounding adhesions. The hernia sac was opened and its contents were reduced. Excess hernia sac was excised. Then a ventralex mesh (device #2) was placed onto the defect using sutures.¿ (there was no visualization/mention of perfix plug (device #1)). (B)(6) 2017 - patient was diagnosed with mononeuropathy and right groin pain thereby underwent open repair with the removal of perfix plug (device #1). Per operative notes, ¿there was significant scarring consistent with previous hernia repair. The mesh was identified around the cord retreating the internal ring and this was opened removing the mesh from the cord structures. The onlay mesh was then dissected off the muscles medially and the ligaments laterally towards the pubic tubercle. The perfix plug (device #1) was bluntly and sharply dissected from the preperitoneal tissues and it was removed along with the onlay mesh.¿ (there was no visualization/mention of ventralex mesh (device #2)). Attorney alleged that the patient had adhesions, nerve damage, pain, hernia recurrence and emotional injuries. It was also alleged that preperitoneal canal had to be re-created.